Event description:
It was reported that the device was explanted and replaced due to increased shock lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high impedance measurement was confirmed after viewing data stored in the device. X-ray exam identified a broken ground case wire as the cause for the high impedance.